Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device could not lock/secure a cutter device, had unintended activation/motion, and the locking components were damaged. It was further determined that the device failed pretest for cutter lock assessment, motor thermistor assessment, no short circuit between sensor gnd and connector body, safety assessment, and hand control assessment. It was noted in the service order that the during an unspecified surgical the device could not lock the consumable device. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).